Manufacturer narrative:
The patient has not experienced any symptoms due to the broken bolt. The doctor does not plan on removing the bolt from the patient's skull. Updated 08/06/2025 when the patient was brought back to the or to have the electrodes removed, dr. Yang was also able to remove the remnants of the broken bolt.

Event description:
On wednesday (B)(6) the eeg team were rewrapping the head, and the bolt was completely out and dangling on the electrode. Once they saw that the bolt was removed/broke, the patient received a CT which showed that a portion of the bolt was stuck in the skull. This was not a routine CT and a portion of the bolt is still in the patient's skull.

Manufacturer narrative:
The patient has not experienced any symptoms due to the broken bolt. The doctor does not plan on removing the bolt from the patient's skull.

Event description:
On wednesday (7/16) the eeg team were rewrapping the head, and the bolt was completely out and dangling on the electrode. Once they saw that the bolt was removed/broke, the patient received a CT which showed that a portion of the bolt was stuck in the skull. This was not a routine CT and a portion of the bolt is still in the patient's skull.